Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a hypoglycemic event with a nadir of 52 mg/dl after trending upward to approximately 170 mg/dl and then dropping, following correction doses administered several hours prior; the patient denied use of any external insulin and recovered after ingesting oral glucose tablets. Symptoms included signs consistent with low blood glucose. Outcomes included transient hypoglycemia that resolved after treatment without hospitalization. Investigation included troubleshooting and education focused on hypoglycemia recognition and treatment, use of oral glucose, and review of recent glucose trends and correction history. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemia remained unclear given the pattern of prior corrections, subsequent rise, and sudden drop. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.